Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the phenomenon occurred due to failure of the image sensor unit or circuit board inside the scope connector.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on (B)(6) 2021, it was found that scope communication error b30 occurred due to debris / foreign material / corrosion on the electric contact part of the videoconnector. There was no report of patient injury associated with the event.